Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood was noticed in the gas tubing of the iab, approximately 45 mins after pumping had begun. The helium tank was changed at the start of treatment due to a low level. The o ring was not positioned properly at first and was repositioned. Pumping was performed for approximately 30 minutes without incidence. The augmentation alarm was adjusted for the patient parameters but no other alarm was noted. Iab was removed. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.